Manufacturer narrative:
It was reported that the "filter cracks when push together" and this causes "leaks". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cracks in circuit.